Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition that resulted in greater than two seconds of asystole. Additionally, the patient experienced syncope. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's lead. The device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, the extracting stylet remained stuck in the lead, a cut was noted in the insulation approximately 25 centimeters (cm) from the terminal pin that corresponded with a cut in the suture sleeve, the clear medical adhesive was noted to be torn/separated from the insulation at the proximal end of the spring electrode and the spring electrode was also noted to be stretched at this point, the distal shock coil was separated from the medical adhesive bonding at the proximal end, medical adhesive was noted. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the pressure test of the outer insulation due to the cut in the insulation.